Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported on (B)(6) 2023, that the monobloc 8mm reamer broke in half during the case while inside the patient's tibial canal. Surgery was a revision surgery for nonunion. Patient previously had a stryker distal tibia plate placed. During this surgery, the surgeon removed the stryker screws and planned for a tibial nail insertion. While reaming for the tibial nail, without a ball tip guidewire, the monobloc reamer torqued and broke inside the canal. All pieces of reamer were removed successfully. The procedure was completed successfully with a surgical delay of 15 minutes. Ref report: mw5145100 (reporter elected to not be identified).